Manufacturer narrative:
The investigation has determined that lower than expected vitros bhcg results were obtained from non-vitros quality control fluids using two lots of vitros immunodiagnostic products total b-hcg ii reagent pack when processed on two vitros 5600 integrated systems. The definitive assignable cause of the lower than expected bhcg results could not be determined. The quality control results for the previous lot of vitros total b-hcg ii (lot 1860) were also affected, therefore it is unlikely that the issue is reagent related; however this cannot be completely ruled out. The within-run precision testing performed on both 5600 integrated systems were within ortho guidelines indicating that the issue is unlikely to be related to instrument performance; however a transient issue at the time of the events cannot be ruled out. A review of the vitros 5600 system¿s e-connectivity showed ¿re¿ test codes associated for many of the discrepant results. Assay results obtained when using expired reagents are marked with the ¿re¿ test code. The ortho field engineer confirmed that the customer moves reagents from one system to another therefore the actual time on one system is not accurately tracked by the system software. Therefore, the lower than expected vitros bhcg results may be due to the use of reagents which have exceeded the reagent on analyzer stability noted in the instructions for use. In addition, the field engineer has noted that the qc fluids can remain uncapped and at room temperature for several hours after use. Therefore a fluid handling or contamination issue cannot be entirely ruled out as a contributing factor.

Event description:
The customer obtained lower than expected, vitros bhcg results from non-vitros quality control fluids using two lots of vitros immunodiagnostic products total b-hcg ii reagent pack when processed on two vitros 5600 integrated systems. Vitros immunodiagnostics product total b-hcg ii reagent lot 1860: br lot 40920 l1 qc fluid result 3.73 versus expected result 8.28 miu/ml. Br lot 40920 l3 qc fluid result 12.17 versus expected result 508 miu/ml. Vitros immunodiagnostics product total b-hcg ii reagent lot 1900: br lot 40920 l1 qc fluid result 6.20 miu/ml versus expected result 8.28 miu/ml. Br lot 40920 l2 qc fluid results <2.39 and <2.39 versus expected result 26.4 miu/ml. Br lot 40920 l3 qc fluid results 298 and <2.39 miu/ml versus expected result 508 miu/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The lower than expected vitros total b-hcg qc fluid results were from non-patient fluids and so were not reported from the laboratory. However, the investigation could not conclude patient samples were not affected or would not be affected if the event were to recur undetected. This report is number four of four MDR's for this event. Four 3500a forms are being submitted for this event as four devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).